Event description:
During a hip fracture procedure, the surgeon attempted to insert the 12mm 130 degree nail into the patients femoral canal but encountered difficulty. Surgeon attempted numerous times to insert the nail. Another nail was finally used for insertion. The sales consultant was notified. Procedure was demonstrated to the sales consultant and it was noticed that the scrub technician had used the wrong screwdriver to attempt to connect the nail to the insertion handle, causing the locking mechanism within the nail to deploy. Scrub tech used the correct screwdriver to tighten the connection to the insertion handle, but failed to back up the locking mechanism. The tfn fixation screw would not pass through the interface if the locking mechanism was deployed.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.